Manufacturer narrative:
The customer collected the accutni samples in both 6ml greiner serum and plasma tubes without gel separators. The specimens are centrifuged at 4,200 rpm for 5 minutes. Qc was within the customer's established ranges prior to and on the day of the event. A system check performed on (B)(4) 2010 passed within instrument specifications. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing and verified that the instrument is operating within specifications. The fse did not note any hardware issues that would have contributed to this event. No clear root cause could be determined for this event to date.

Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously high troponin (accutni) result generated by the access 2 immunoassay system for one patient. The result was reported out of the lab. Subsequent testing produced results in a lower clinical category. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.